Manufacturer narrative:
The reported complaint of inappropriate magnet detection was confirmed. Based on the data provide the root cause could not be determined.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker exhibited an inappropriate magnet response. Reprogramming was performed and the patient was in stable condition.

Manufacturer narrative:
Correction: h6 - investigation conclusions code - should be "4315 - cause not established" instead of "4307 - cause traced to component failure."